Manufacturer narrative:
This foreign report is being submitted on 25-feb-2016 for a device product that is considered same/similar to a us marketed device (reach j&amp;j floss waxed 55yd). This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-jan-2016 from a consumer (age and gender unspecified) reporting on self from japan. On an unspecified date, the consumer started using reach floss waxed 55yd (route dental, lot number 3303d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed that a cutter came off from the container. The consumer could not cut the string and could not find the cutter as it flew off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 10-feb-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. In addition, based on the investigation results, there was no evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. Complaint trends will continue to be monitored. The complaint was closed with disposition as undetermined. This report remains a reportable malfunction in the united states of america.

Manufacturer narrative:
This foreign report is being submitted on 19-jan-2016 for a device product that is considered same/similar to a us marketed device (reach j&j floss waxed 55yd). This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-jan-2016 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach floss waxed 55yd (route dental, lot number 3303d, expiration date, frequency and indication unspecified). After an unspecified duration, the consumer noticed that a cutter came off from the container. The consumer could not cut the string and could not find the cutter as it flew off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.